Event description:
It was reported that the sensor does not stay on and by the end of the day it falls off. Troubleshooting was done. Customer's blood glucose was 400 mg/dl. The customer was educated how to improve adhesion. Advised the customer to monitor the problem and call back if issues persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.